Event description:
It was reported that the insulin pump alarmed button error while checking alarm history for battery life consumption. Customer's blood glucose at that time was 270 mg/dl. Advised customer the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.